Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On the same day as onset, the patient began treatment with injection meropenem (2g, frequency, route, and duration not reported) and injection heparin (1 milliliter (5000 unit), frequency, route and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. The action taken with extraneal therapy was not reported. No additional information is available. This is report 3 of 3.